Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 66 mg/dl, reportedly, the customer overestimated the amount of carbohydrates consumed. To address the bg level, the customer delivered a correction bolus. Recommendation was made to consult with health care provider regarding diabetes management.

Event description:
To treat the low blood glucose level, the customer consumed lemonade.